Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near the display window corners, broken belt clip slot, cracked reservoir tube lip. The numbers were not ramping on their own or the scroll bar was not moving without input.

Event description:
It was reported that the numbers on the customer's insulin pump were taking off. The customer did not recall any events leading to the keypad issues. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 129 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.